Manufacturer narrative:
1 initial report suggested there were no medical interventions or treatment provided; the current status of patients is good. 2 there was no information provided regarding the lot number of the antigen test kit; therefore ihealth labs, inc., could not conclude if the test kit received was a counterfeit product or not. 3 customer/user may have not followed the instructions accurately, possibly causing the positive test result/outcome when the test antigen kit was used although this has not been confirmed 4 as noted in the IFU, under step 6 read result: results should not be read after 30 minutes (results shows at 2x magnification). Note: a false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes.

Event description:
Event details: the site/user was noted to have reported via zendesk, as follows: "an expired "but extended" test of yours has caused a lot of distress in my life by providing a false positive. I receive these tests as we have a weekly testing requirement at work. One of the expired boxes had one test that was defective and the second that produced a false positive."